Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported device was not received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that when the nurse went to hang a new bag, the pump alarmed for empty reservoir when there was still medication in the bag. No patient injury was reported.